Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: the patient experienced foot pain following a peripheral angiography procedure and deployment of an angio-seal vascular closure device. The physician determined the pain was due to blood flow blockage caused by the angio-seal deployment. A surgical cutdown was performed in the operating room, where the entire angio-seal device was observed inside the common femoral artery along with a significant amount of plaque. The angio-seal was removed, and the physician completed the procedure with an endarterectomy and patch. The patient was reported to be fine following the procedure. The event occurred intra-operatively. The type of procedure was a peripheral angiography. There was no blood loss. The patient's pre-procedural condition was reported as fine.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the complaint can be confirmed for potential collagen deposition. The exact root cause could not be determined. The likely cause was determined to have been improper placement of the internal components during device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the faiure mode and effects analysis (fmea)/hazard based risk table (hbrt).